Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated all workstations pcbs, replaced the interconnect cable and repaired a lemo pin. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has an image quality issue. It was also noted, following the initial report, that there was a "frame sync error". There was no report of pt injury.